Event description:
(B)(6) clinical study. It was reported that a intellanav stablepoint open-irrigated was selected for an ablation procedure. While purging the catheter a irrigation leakage was noted. The catheter was exchanged for another of the same. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.